Manufacturer narrative:
The referenced device was returned to olympus for repair. The evaluation confirmed the customer¿s reported problem, no image due to defective printed circuit board and the monitor does not power up due to a defective circuit board. Additionally, there are cracks on the rear cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via service request that the customer high-definition liquid crystal display monitor has a no image defect, ¿power does not turn on/does not appear¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty printed circuit (qb) board has been confirmed. Therefore, it was determined that the video function error occurred due to a failure of the qb board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.